Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a low draw with a bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the customer reports a quality defect on the 9nc3 citrate tubes the tube does not fill correctly 30 to 40 %.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low draw with a bd vacutainer® 9nc 0.5 ml 0.129 m blood collection tubes. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports a quality defect on the 9nc3 citrate tubes the tube does not fill correctly 30 to 40%.